Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that 6 years after placement of a palmaz stent in a aaa bifurcate, there was a complete longitudinal fracture in an implanted palmaz stent. It required intervention to prevent permanent impairment/damage. The patient is reported to be stable. The patient initially presented in 2008 with there was an aneurysm 5.5cm pre-evar CT. In (B)(6) 2008, during the evar, a customized zenith and the palmaz stent were implanted for a proximal endoleak. One month later, there was no endoleak. Annual checks indicated no endoleaks and that the aaa was now 3.1cm. The product was not returned for analysis as the stent remained implanted in the patient. A review of the manufacturing records could not be conducted without a lot number. Review of angiographic film/pictures provided appears to confirm the reported fracture. The exact cause is unknown. Based on the information available for review, factors contributing to the stent fracture could not be conclusively determined. Palmaz stents are indicated for use in the treatment of atherosclerotic disease of peripheral arteries. Without the lot number to complete the DHR and without return of the stent a design or manufacturing related cause could not be determined; therefore, no corrective action will be taken at this time.

Event description:
It was reported that 6 years after placement of a palmaz stent in a aaa bifurcate, there was a complete longitudinal fracture in an implanted palmaz stent. It required intervention to prevent permanent impairment/damage. The patient is reported to be stable. The patient initially presented in 2008 with there was an aneursym 5.5cm pre-evar CT. In (B)(6) 2008, during the evar, a customized zenith and the palmaz stent were implanted for a proximal endoleak. One month later, there was no endoleak. Annual checks indicated no endoleaks and that the aaa was now 3.1cm.